Manufacturer narrative:
Results - bd life sciences - preanalytical systems received 2 photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed that the label was missing from the tube. Evaluation of the 200 retained tubes from this lot number identified no further examples of missing labels. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® coagulation tubes (buffered sodium citrate), had tubes without labels. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it.